Manufacturer narrative:
Additional information was requested from the user facility. From the responses received, it was determined that there was no damage noted to the packaging and that the dispenser hoop had not been flushed with saline prior to removing the microcatheter.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Visual inspection of the returned device found no anomalies. A leak test was performed and no leaks were noted. The manufacturer has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.

Event description:
It was noted that the side of the catheter tip was leaking as it was flushed prior to procedure. The catheter was not used in the procedure. There was no patient involvement.

Event description:
It was noted that the side of the catheter tip was leaking as it was flushed prior to procedure. The catheter was not used in the procedure. There was no patient involvement.